Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod between 37 and 48 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment, a new pod was successfully applied.

Manufacturer narrative:
No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined.no issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed.